Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2018. The exact date is unknown. (B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that during placement, the inflation line of the tracheal tube broke off. No injury was reported.

Manufacturer narrative:
One used tracheostomy tube was received for investigation, without its original packaging. Two photos of the reported device were also received for analysis. The reported issue was confirmed during visual inspection when the tube's inflation line was observed to be detached. To ensure no situations or practices were present that could lead to the issue reported, a review of this product's manufacturing process was conducted. It was verified that procedures in the assembly process were being properly followed, and training records were verified up-to-date. An additional 32 sample tubes from the same product stores were inspected for damaged inflation lines, and no issues were detected in any tube. Based on the results of the visual inspection, the reported leaking issue was confirmed. However, as all finished devices of this product line are inspected for component integrity before packaging, and the observed condition would have caused the tube to be rejected, the investigation could not determine a definite manufacturing-related root cause for the identified leak